Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat cli due to occlusions in the distal sfa and tibial vessels. The patient presented with severe vascular tortuosity and severely calcified lesions. During the case the distal tip of the turbo elite separated from the remainder of the catheter. The physician stented the device tip in the iliac vessel to prevent future movement and the remainder of the procedure was abandoned. The patient did not suffer any complications.

Manufacturer narrative:
Type of reportable event corrected.

Manufacturer narrative:
The device was returned and evaluated by a cross-functional engineering team. The guide wire used in the case was also returned for evaluation. The turbo elite was severely damaged. The tip of the device was confirmed to be missing as was reported. The catheter was cut/separated at the location of the port for guide wire insertion (~10 cm from the distal tip). A review of the device's manufacturing history found no issues during the manufacturing process that would have caused/contributed to the failure. It was reported that the patient's vasculature was severely calcified and tortuous and it is highly suspect that this is what caused the failure. The guide wire was also bent and frayed at the tip which also confirms the difficult nature of this case. The serial number of the device is now known and included in this MDR report.